Manufacturer narrative:
Other, no information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed force sensor test. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one device was received for evaluation. Visual inspection found the tamper was broken on the plunger assembly and was cracked on the right plunger case and bottom case. After reviewing the event history log there was a ?force sensor test? Error. To conduct functional testing, the device was powered up and force sensor test error was found, and the force is reading is out of the required specs ? Force sensor is out of calibration. The complaint was confirmed. Root cause was attributed to the force sensor being out of calibration. All functional testing was performed and passed. The device was recalibrated. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: health effects - clinical signs and symptoms or conditions corrected health effects - health impact code corrected.